Event description:
The customer reported on 10/01/98 that the pt had a cardiac catheterization with vasoseal deployed. The pt reported post procedure approximately 8 days with right calf pain when walking. Ultrasound displayed new occlusion of the right femoral artery below the femoral bifurcation. Angiography performed 10/13/98, attempted to pass wire through the right femoral artery, which was unsuccessful. Angiography on 10/22/98 had access at the right popliteal artery. Physician felt that superficial femoral artery was occluded by collagen insertion from 10/1/98 procedure. Pt taken to surgery on 10/23/98 for embolectomy. Doctor reported that a substance was removed from the artery on 10/23/98 and the occlusion was resolved. Info on surgical intervention supplied on 10/26/98.